Manufacturer narrative:
In response to FDA report number mw5088592. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "swollen nodes and glands." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "swollen nodes and gland." Patient additionally reported, "chest pain, neck and back pain, muscle and joint pain, heart palpitations, shortness of breath, chronic fatigue, depression, rash, dry skin, itching, headache, inflammation, numbness and tingling in upper and lower limbs, kidney failure, gastric problems, field vision, cognitive and brain dysfunction, hair loss, ringing in ears, loss of sensory functions, symptoms of lyme disease;" these events are not related to the device. This record is for the right side. Device remains implanted.